Event description:
It was reported that bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes additive abnormality is present in tube. The following information was provided by the initial reporter: something is in the k2edta tube see pictures.

Manufacturer narrative:
Medical device brand name: bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes investigation summary: bd received 2 photographs from the customer in support of this complaint. An evaluation of the photos indicated light yellow edta clumps in the tube. Due to the size of the deposit the additive has yellowed slightly on irradiation. Additionally, 100 retained samples from the bd inventory were visually inspected, and no additive abnormalities were found. Bd was able to confirm the reported issue of additive abnormality. This is recognized to be an aesthetic defect with no impact on the efficiency of the tube. Bd was not able to identify the exact root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored.